Event description:
Pt had rapid afib and we received order from the account to activate ems. Called 411 with cell phone and they gave me a number to the police department first, I did not get a live person so I called 411 back and they gave me the number to the fire department, was on hold with the fire dept for 3 to 4 min called account back to ask if they can call 911 because of hold time and the pt's safety was on the line. Account stated they thought that is what the used lifewatch for.

Manufacturer narrative:
Associated accessory device: act monitor. Catalog # sgh-i607. (B)(4).